Manufacturer narrative:
Based on the reported event, it is likely that the cause of the failure mode was an excessive torsional load placed on the device which exceeded the mechnical strength of the drill/tap. This load was likely contributed to by dense patient bone and/or the application of the load at an off-axis angle from the embedded portion of the tap.

Event description:
It was stated that, "the drill/tap broke going into the right c2 pedicle. The distal portion of said tap was removed with a needle driver. I am not aware of any issues concerning the patient."